Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was able to duplicate the issue. The flow sensor was connected to lab-use only (luo) flow module and prior to setting up the tubing it would randomly alarm and display random liters per minute. It would also alarm with a 'flow1: check sensor' message. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's sales representative, the perfusionist rechecked the connections and tried another sensor without success. There was an 'art: check sensor' message present. The case was continued with the sensor and alarms present. The field service representative (fsr), verified decoupling on (B)(6) 2021 per the logs. The flow module and flow sensor were replaced. The unit operated to the manufacturer's specifications. The suspect part has been returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was randomly alarming. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the perfusionist was contacted regarding an incident the team had during a cpb procedure with the flow probe/module on the heart lung machine (hlm). During the procedure, the team would intermittently receive dashes as the measured flow from their centrifugal pump. They attempted to move the flow probe to a different area and the reading was still intermittent. The perfusionist was able to get another flow probe from a spare hlm, but the issue still persisted. The team was able to read the speed on the centrifugal pump and flow periodically. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to the issue.